Manufacturer narrative:
The reported events of low pacing impedance and insulation damage were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented with low pacing impedance and alleged insulation damage noted on the patient's right atrial lead. The lead was explanted and replaced on (B)(6) 2023. Th patient was stable throughout.